Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6), sex: female, age (at time of consent): 68 years, country of event: us, model: lxmc17, device lot number: 28448, date of surgery: (B)(6) 2021, adverse event term: dysphagia with treatment (dilation), site awareness date: 08 nov 2022 end date: blank, severity: mild, dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: (B)(6) 2022, relationship to study device: possible, relationship to study procedure : blank => possible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial (B)(6) experience, dysphagia with treatment (dilation). Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2023. Additional information received: adverse event term : dysphagia with treatment (dilation): dysphagia. Outcome : unknown : recovered/resolved. Start date : 01 nov 2022: (B)(6) 2022. End date : blank: (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 28448, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: blank = no.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information: updated. Log line: 1 updated: severity: mild => moderate.